Event description:
A united states distributor contacted zoll to report that a pt passed away on (B)(6) 2014. The pt was at home at time of death. At 00:22:35, analysis of downloaded data showed the pt's heart rhythm was bradycardia from 20 to 30bpm degrading to asystole. At 00:25:07, the pt's heart rate was an asystole with intermittent cardiac activity. An asystole arrhythmia is not a treatable arrhythmia with the lifevest. There were two inappropriate treatments when the pt's heart rhythm was in an asystole. Over-sensing of small cardiac signal and CPR artifact contributed to the false detections. The post-shock rhythm for both treatments was asystole. The pt was reported to have been unconscious at the time of treatments. The pt's daughter witnessed the event and administered crp until the ems arrived.

Manufacturer narrative:
Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: usage of device: monitor (B)(4): reuse. Electrode belt (B)(4): 03/2010 - reuse.